Manufacturer narrative:
The crep2 lot number was 836714 with expiration date of 31-jul-2025. The ggt-2 and total protein lot numbers and expiration dates were requested not but provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple patient samples tested for various assays on a cobas 8000 c 702 module. The following examples for 4 patient samples were provided: patient 1 the initial creatinine plus ver.2 (crep2) result was 2.32 mg/dl. The repeat result was 0.61 mg/dl. Patient 2 the initial creatinine plus ver.2 (crep2) result was 6.28 mg/dl. The repeat result was 0.98 mg/dl. Patient 3 the initial ggt-2 result was 69 iu/l. The repeat result was 11 iu/l. Patient 4 the initial total protein result was 10.5 g/dl. The repeat result was 6.5 g/dl.

Manufacturer narrative:
The field service engineer replaced the rinse tubes, checked the rinse stations, and cleaned the incubation bath. He replaced the lamp and cuvette and checked the cuvette fill volume. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.